Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
A (B)(4). The provider states the display shows a full charge when the chair is not at a full charge. No additional information available